Event description:
It was reported that the programmer was being updated with the software but someone turned the programmer off and there was an error message. Technical support (ts) had the caller duplicate the error and disconnect all peripherals and power on. Ts suggested that the caller run the service disk when possible or return for repair if not cleared. The programmer and radiofrequency (rf) head were returned for repair. Both products were analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the error. It was also noted that the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board. As result the lem board was replaced and software was updated and reloaded. It was also noted that the left keyboard hinge was broken. Product ID 2067 radiofrequency head; product ID 229047 analyzer.